Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer 6 (main) was not detected on the bus. A drawer recovery was performed, but the drawer remained unrecoverable. The station was then rebooted, and another drawer recovery was attempted; however, the drawer was still unrecoverable. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the pharmacy, which caused ten to fifteen minutes delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 was not detected on bus. A field service engineer (fse) found that full height drawer 6 in the main had no sensor light emission diode on the module controller. The station was powered down, and the module controller was replaced. Two rows were still not identified in hardware test application, so the pockets and row boards were removed, staples were cleared from the contacts, and all rows were cleaned before reinstalling the pockets and rebooting the station. The drawer was recovered in the application, and functionality was verified with an inventory count performed by the customer. The system functioned as intended after the field service engineer repaired the device.